Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized twice in the past for high blood glucose. The customer reported a hospitalization event on (B)(6) 2015. Customer's blood glucose was 250 mg/dl at the time of admission after the customer treated with a manual injection. Customer stated their blood glucose rose to 407 mg/dl with the onset of diabetic ketoacidosis. Customer reported receiving a no delivery alarm during this incident. The customer stated they were hospitalized for 6 days for this event. Customer also reported another hospitalization event on (B)(6) 2015. The customer reported their blood glucose was 440 mg/dl at the time of admission. It was also found the customer had a no delivery alarm during this incident. Customer reported being admitted for two hours. Troubleshooting was not completed as the customer declined to perform the high pressure test and check for the presence of leaks and air bubbles. The insulin pump will not be returned for analysis.